Event description:
It was reported that "when patient dressing removed, 50% of staples were removed on the skin or partial out of the skin. Some wound dehiscence occurred, and obstetrician applied steri-strips and closed the wound. No concerns addressed about risk to patient and all staples confidently removed and discarded". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.1.-brand name corrected to visistat 35w (wide) fixed head skin stapler.

Event description:
It was reported that "when patient dressing removed, 50% of staples were removed on the skin or partial out of the skin. Some wound dehiscence occurred, and obstetrician applied steri-strips and closed the wound. No concerns addressed about risk to patient and all staples confidently removed and discarded". No report of patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when patient dressing removed, 50% of staples were removed on the skin or partial out of the skin. Some wound dehiscence occurred, and obstetrician applied steri-strips and closed the wound. No concerns addressed about risk to patient and all staples confidently removed and discarded". No report of patient harm or injury.